Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this device as well as the returned data. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. In particular, the final acceptance test proved the device functions to be as specified. The returned data have been analyzed. The analysis revealed an elevated current consumption, which was automatically detected by the device, subsequently leading to a programmer notification message. Based on the information available for analysis the root cause of the elevated current consumption could not be determined and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Therefore, and to exclude any potential harm for the patient, we would like to recommend replacing the device and returning it for analysis to biotronik. Of course, individual circumstances and medical judgment determine decisions about patient care and the frequency of follow-up sessions. The above recommendation is based on a purely technical assessment. Should the device become available, this investigation will be updated.

Event description:
Elevated power consumption error was reported on this device. Data analysis could not determine reason for elevated consumption. It was recommended that the device be replaced. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this device as well as the returned data. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. In particular, the final acceptance test proved the device functions to be as specified. The returned data have been analyzed. The analysis revealed an elevated current consumption, which was automatically detected by the device, subsequently leading to a programmer notification message. Based on the information available for analysis the root cause of the elevated current consumption could not be determined and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.